Event description:
It was reported, "when washing the PICC with saline solution there was leakage of liquid near the flap occurred. Verified presence of fissuring. The PICC was removed and the patient was placed on note for placement of a new dm for the continuation of chemotherapy."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "when washing the PICC with saline solution there was leakage of liquid near the flap occurred. Verified presence of fissuring. The PICC was removed and the patient was placed on note for placement of a new dm for the continuation of chemotherapy."